Event description:
We became aware on 5/23/2022, that a sign im nail implanted to repair a fracture had to be removed due to non-union with infection. Surgeon comment: "had sign nail at jfk memorial medical center in monrovia (B)(6) 2021. Now chronic osteomyelitis and draining sinuses over fracture and distal interlocks. Sign nail and interlocks removed. Im canal reamed. Distal tibia debrided and irrigated copiously with dakin's solution. Ex-fix placed to stabilize fracture."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.